Manufacturer narrative:
The customer alleges a false positive on the cobas sars-cov-2 & influenza a/b test. The physician questioned the initial result and ordered a new sample collection which returned a negative result as well as a retest of the original sample on a different liat. No information regarding patient treatment is available. An investigation did not identify any issues. It is possible the customer allegation is due to a sample near the limit of detection (lod) or the result of contamination during handling. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer is alleging a false positive on the cobas sars-cov-2 & influenza a/b test. The physician questioned the result and ordered an additional sample collection which was run in the virology lab and returned a negative result. Additionally, the original positive patient sample was rerun on a different liat in the virology lab which also returned a negative. The first result was reported to the patient's chart but no information regarding patient treatment is available. The affiliate confirmed they are using on-label collection media (remel r4mt) and are storing the kits as per the package insert. No additional information regarding collection or workflow is known. Review of the specifications of the comparator assays was performed. As the limit of detections appear to be fairly comparable, it is possible that this false positive occurred due to a low positive or due to some contamination during handling. During the investigation, no capas or batch trends were identified.